Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿the dentist reported that nearly 2 years after dental implant was installed in intraoral region 9#, its loss of osseointegration was observed. The patient presented bone type iii and bone graft was executed.